Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5030904, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient had lead migration. Inadequate stimulation was also noted. The patient underwent a revision procedure and was doing well postoperatively.